Event description:
It was reported that: while the device was ventilating a pt, the user noted a continuous audible alarm and the device stopped ventilating the pt. The pt was manually ventilated with an alternate device and then transferred to another ventilator. No pt injury.